Manufacturer narrative:
Findings: unit received with battery tube threads broken. Unit received with reservoir tube and reservoir tube lip cracked. Unit received with battery tube corroded. Unit received with act button intermittent due to flattened dome switch (creased). Unit received with minor scratches on lcd display window. Unit received with cracked case at display window corners.(B)(4).

Event description:
It was reported that the customer had normal blood glucose levels of 81 mg/dl. The customer reported that the insulin pump had a crack on the battery compartment. It was reported that battery cap of the insulin pump was currently being held by tape. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.